Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.